Event description:
The complaint is reported as: "the connector was broken before the operation." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The entire double swivel valve assembly (both swivel valves and the y connector) was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal swivel valve was broken. The reported complaint is confirmed based on the sample received. The connector on the tracheal swivel valve was returned broken. No other defects were observed. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the connector was broken before the operation." There was no patient involvement.